Event description:
A surgeon reported that during a glaucoma filtration shunt implantation procedure, the shunt seemed to be clogged, as there was no flow of aqueous humor. The shunt was immediately exchanged for a new one, and flow of aqueous humor was confirmed. There was no impact to the pt. No additional info is expected.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).